Event description:
It was reported that review of remote home monitoring data for this pacemaker noted some atrial undersensing during a stored right atrial automatic threshold (raat) test. Review of the stored raat noted the undersensing was a result of functional loss of capture (loc) during the test, which, also resulted in a false high threshold result. Additionally, the device recorded out of range right ventricular (rv) intrinsic amplitude measurements, however, no sensing anomalies were noted as a result. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.